Event description:
Md applied fixator for a mid-tibia fracture. Approximately three weeks later, the left clamp reportedly "failed". The patient sustained a loss of reduction. A second reduction was done and the fixator was replaced.